Event description:
The patient was was on 3l hfnc (high flow nasal cannula oxygen). Staff noted flow was at 1.5l and corrected back to 3l. Again found lower then 3l (2l); flow set back to 3l. The following day, flowmeter exchanged and set at flow of 3l. Flowmeter sent to biomed. No patient harm.what was the original intended procedure?optiflow high flow humidified oxygen.device #1is this a laboratory device or laboratory test?no.